Event description:
A report was received that a pt underwent a pocket revision procedure due to the pt's weight loss which caused the ipg to drop. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.